Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: unknown/ not provided. Explant date: the lens remains implanted, therefor not explanted. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation the edge of the lens was not completely smooth. Through follow up we learned that the lens remains implanted and no additional surgical or medical interventions were required. No additional information was received.